Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal stent region were noted to be lifted, bunched and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The device was loaded on to a 0.014'' test guide wire without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-apr-2021. It was reported that advancing and crossing difficulties were encountered. The severely stenosed target lesion was located in the left coronary artery. A 16 x 3.50 promus premier drug-eluting stent was advanced; however, resistance was felt upon advancing and the device failed to cross the lesion. The device was removed from the patient and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.